Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: review of the black box data and alarm history revealed call service 064-0008 alarm recorded in the black box and alarm history. On investigation, the pump powered on properly without alarms. Rewind, load and prime steps were performed successfully during the investigation. Exercised pump for 24 hours, after 24 hours no call service alarms occurred. The pump was opened pump for further investigation and revealed evidence of moisture corrosion on motor flex connector (previously reported on medwatch report# 2531779-2016-05443.)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.